Manufacturer narrative:
Analysis received the unit with moisture damage found on the keypad traces. However, all the buttons function properly and no button error alarm was noted. There was no moisture damage inside the pump. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.